Event description:
It was reported that during an lavh, it was noticed that the instrument wouldn't seal the tissue. No coagulation efect. Procedure completed with a tripolar forcep to cauterize the bleeding vessels and completed that case with no pt consequence. One device to be returned.